Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call that the pump alarmed button error and had constant tone. The customer's blood glucose was high and she tried to bolus and the pump did not do it and tried manually and numbers continued to scroll. The customer's blood glucose was 320mg/dl. The customer was advised the pump will need to be replaced and revert to back up plan.

Manufacturer narrative:
The insulin pump alarmed button error and no had button response due to corroded keypad trace. No scrolling numbers display anomaly noted. No audio beep anomaly or constant tone alarm anomaly noted. The insulin pump passed idle current test. Unable to perform run current test, self-test, off no power test, a21 error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test due to button keypad anomaly. The insulin pump had minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.